Event description:
The device was used during an unspecified procedure. Reportedly, the needle broke and disengaged into the pt's cavity. The hosp has reported no pt injury occurred.

Manufacturer narrative:
9/22/1998- supplemental report sent to FDA. Additional data entered in d-9. Device evaluation indicated in h-3 and codes entered in h-6. Device not available for evaluation.